Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination of the device showed damage of the battery compartment and missing knobs. The damage seen was determined consistent with the device having been damaged during use.

Event description:
Information was received that a smiths medical level 1 hotline low flow system, has a damaged battery and missing knobs. No adverse effects were reported.